Manufacturer narrative:
E1: initial reporter city: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The target lesion was severely calcified. A 6mm x 4.00mm wolverine coronary cutting balloon monorail was selected for use. During the procedure, the balloon was inflated two to three times, and it was noted that it has ruptured at 10 atm. There was no damage noted on the device. The device was removed without any problem using the normal method. No patient complication reported, and patient was in good condition post procedure.